Event description:
It was reported that there were stored ventricular episodes with noise on the right ventricular (rv) lead channel on this implantable cardioverter defibrillator (ICD) system. Patient was tested in clinic and the noise could be reproduced on the shock channel with isometrics. Technical services (ts) analyzed device episode data and confirmed noise and oversensing on the rv channel, then discussed troubleshooting including possible mechanical lead noise. Isometric testing was done and the noise could not be reproduced. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this ICD was explanted due to the aforementioned noise and oversensing. Another ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Event description:
It was reported that there were stored ventricular episodes with noise on the right ventricular (rv) lead channel on this implantable cardioverter defibrillator (ICD) system. Patient was tested in clinic and the noise could be reproduced on the shock channel with isometrics. Technical services (ts) analyzed device episode data and confirmed noise and oversensing on the rv channel, then discussed troubleshooting including possible mechanical lead noise. Isometric testing was done and the noise could not be reproduced. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this ICD was explanted due to the aforementioned noise and oversensing. Another ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were stored ventricular episodes with noise on the right ventricular (rv) lead channel on this implantable cardioverter defibrillator (ICD) system. Patient was tested in clinic and the noise could be reproduced on the shock channel with isometrics. Technical services (ts) analyzed device episode data and confirmed noise and oversensing on the rv channel, then discussed troubleshooting including possible mechanical lead noise. Isometric testing was done and the noise could not be reproduced. No adverse patient effects were reported. Currently, this ICD remains in service.